Event description:
The lead was returned approximately five years after the observation was initially reported. The reason the lead was taken out of service was not provided.

Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead was exhibiting fluctuating rate/sense impedance measurements between 700 and 2,300 ohms over the last several years. All other lead measurements are normal, and defibrillation threshold testing (dft) has been performed successfully with this lead. Of note, the patient's device is a competitive product. Additional information received from a physician who conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that this right ventricular (rv) lead exhibited oversensing and pacing lead impedance measurement of greater than 2,500 ohms. Reportedly, it was determined that the elevated impedance was normal and the impedance threshold for the non-boston scientific generator was increased. No further action was taken. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 21.5 cm from the terminal pin, and only the proximal segment was returned. Setscrew marks were noted on all terminal connectors. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Available information suggests that the physician is still monitoring the rv pacing impedance measurements at this time. No adverse patient effects have been reported as a result of this observation. This event will be updated if any additional information becomes available. All available information indicates that the right ventricular (rv) lead remains in service. There is no additional information available. If additional information becomes available this report will be updated. Journal reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print.